Event description:
It was reported that post a stenting treatment procedure, instent restenosis occurred. After a taxus express stent was implanted it was noted to be restenosed. No patient complications were reported and the patient's status is ok. Additional information has been requested and is not available.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it was indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).